Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead, high out of range shock impedance measurements greater than 125 ohms were observed. Boston scientific technical services (ts) discussed a potential connection issue and discussed troubleshooting options. Shock impedance measurements with shock delivery were observed to be 112 ohms. The physician elected to leave the system as is. No adverse patient effects were reported. This product remains implanted and in service.